Event description:
The customer reported that the insulin pump had unresponsive buttons. Troubleshooting was declined. The customer called back the next day and stated that he was hospitalized for low blood glucose and has broken his ankle. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.